Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece didn't complete its self-priming. The problem was solved by exchanging the hand-piece. There was no delay. No patient involved.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed the piston assembly is in a medium position within the chamfer. There appears to be a blockage at the output nozzle. Functional inspection was performed and the device will not prime. Root cause is a blockage. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.